Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient had malignant cerebral edema/brain edema. The patient was undergoing surgery for treatment of an ischemic stroke in the left mca-m1, left ica (internal carotid artery) below the carotid t. The mrs: baseline 1, the mrs: procedure 3 at discharge on (B)(6) 2021. The nihss score: baseline 8, nihss score: post-procedure 5. The tici score: baseline 0. Tici score: post-procedure 2c. It was reported that the patient had malignant cerebral edema/brain edema. There was no alleged product issue. A IV tpa was not contra indicated. There was one pass with the device. The stroke onset to reperfusion time was 10:00 on (B)(6) 2021 and the reperfusion time was 15:13 on (B)(6) 2021. It was unknown whether the device was prepared as indicated in the IFU. It was unknown if the catheter was flushed as indicated in the IFU.